Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Melting in the polyurethane insulation at 15.5 centimeters from the terminal pin which was consistent with electrocautery damage was also noted. Subsequent electrical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Mechanical testing was unable to be performed due to the dried blood around the helix. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.

Event description:
Boston scientific received information that the patient with this pacemaker experience symptoms of coughing uncontrollably when pacing. It was noted that the muscle stimulation had been occurring since implant five months prior. The physician was considering performing a lead revision but the right ventricular (rv) lead was determined to be in the outflow tract, as implanted thus the physician opted to turn rv pacing off completely. Three months later the muscle stimulation from pacing continued to occur, thus a lead revision was performed. During the revision the helix on both the right atrial (ra) and rv lead took multiple turns to retract and would not re-extend. Subsequently the physician explanted the leads. New leads were successfully implanted. No additional adverse patient effects were reported.